Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced but failed to cross the lesion. When the device was taken out from the sheath, it became stuck with the non-bsc guide wire. Subsequently, the device and the guide wire were pulled out together and the procedure was completed with another coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.